Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. The field service engineer (fse) applied corrective action to the latch assembly for door four. The fse accessed the care fusion administration to reach the windows desktop and prevent further latch failure. The latch column was accessed to perform remediation, including cleaning oxidation from the micro switches and re-crimping wire harness connectors as needed. The fse logged into the hardware testing application and confirmed that the latch passed all tests. The customer successfully logged into the user application and recovered the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 latch was triple clicking. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.